Event description:
It was reported that the device was removed due to infection and erosion. Prior to explant, a change in the capture threshold was noted. Fluoroscopy confirmed that the lead had dislodged into the right atrium.